Event description:
A talent abdominal stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessels were small in diameter (8 mm), severely calcified and moderate tortuosity. The patient was not an open surgical repair candidate. It was reported the physician was unable to advance the delivery catheter to the intended lesion site. Upon withdrawal of the delivery catheter, there was a drop in the patient's blood pressure. The physician performed an angiogram and it revealed that the right external iliac artery was perforated. The physician elected to place an iliac limb successfully covering the perforated artery. The case was ended, the patient will not be treated. The delivery system was discarded by the user facility. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
Secondary intervention. Evaluation results: arteria trauma/dissection/perforation. Diameter (8 mm), severely calcified and moderate tortuosity. Conclusions: diameter 8mm, severely calcified and moderate tortuosity. Unable to follow-up.